Manufacturer narrative:
Additional information : manufacture date of suspect lot: 03/21/2019. The actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed the drip chamber was separated from the burette. By the nature of the sample, no additional tests were performed. The reported condition was verified for one (1) sample. The cause of the condition could not be determined. The remaining sample was not returned for evaluation; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported a potential lot # of dr17k23019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of two (2) clearlink system buretrol solution sets came apart and caused leaks; further described as ¿it was falling off the bottom of the buretrol¿. This was identified during use, after the sets were ¿hooked up to the intravenous¿ (not further specified). When this was discovered, the sets were clamped and new lines were put up. There was no patient injury or medical intervention associated with this event. No additional information is available.